Manufacturer narrative:
The customer was sent a replacement pump and return of her original pump was requested for testing/evaluation. On 09/19/2018, the customer was contacted by a complaint handler to get additional information. The customer responded on 10/20/2018, indicating that she had seen a healthcare provider and was prescribed antibiotics for the mastitis. She additionally indicated that she referred to the medela sizing chart to get the right size breast shields and that she received the replacement pump, which she stated was more powerful and was, therefore, emptying her breasts fully and her pumping time had gone back down to 20 "minuets" like it used to be. She stated that the status of the mastitis/clogged ducts was "good." The device was returned with the customer's parts and accessories and was evaluated on 10/05/2018. The device failed suction and cycle specifications. The customer's returned membranes were found broken and the valves and connectors were found to be contaminated/soiled. The customer's pump was then tested with a medela lab kit and it passed suction and cycle specifications. The customer's report of low suction was confirmed and can reasonably be attributed to a lack of care for, and cleaning of, the breast pump components. The instructions for use indicate that the pump components should be cleaned after each use and boiled daily and provides detailed instructions for doing both. The instructions for use also indicates that all appropriate pump components should be inspected [for damage] before each use. Based on the results of (B)(4), it cannot be definitively concluded that the pump caused or contributed to the customer's mastitis. The estimated incidence of mastitis in lactating women, whether using a breast pump or not, according to published clinical literature can be as high as 33%. In fact, clinical guidelines suggest the use of a breast pump to facilitate withdrawal of breast milk during bouts of mastitis. The complaint rate of mastitis across all reported failures, across all medela breast pumps, is 0.008% for the period of january 2013 to august 2017. Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history or mastitis. Riordan & wambach, 4th ed. P.294: breastfeeding and human lactation. Mastitis requires prompt medical attention for the mother for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis. (B)(4).

Event description:
On 09/18/2018, the customer alleged to medela llc that she had low suction with her pump in style breast pump and it does not empty her breasts. The customer additionally alleged that she had mastitis two months previously and three "situations" of clogged ducts since. The customer indicated that she pumps five times a day for 30 min and expresses approximately 28 ounces daily.